Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and the seal plate was lifted up from the device jaw. There was no missing piece on the damaged overmold or seal plate. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's overmold and seal plate likely occurred during the extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions fpr use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric sleeve procedure, when it was connected to generator, at the time of resection- at about the 10th sealing; it was stated that the inner side of the jaws peeled off after the device was released from the tissue. It was still connected by a part of the tip, it was not completely removed. It seemed that there was no problem with the seal itself. After that, a new product was used without problem, so the operation was continued. Nothing fell into the patient's cavity. No patient harm.